Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a proglide device after an interventional transcatheter aortic valve replacement (tavr) procedure with a small-bore sheath. Reportedly, the plunger did not depress completely and stopped halfway. Another device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The mechanical jam could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device indicated an anterior needle to cuff miss occurred. It is likely the plunger interacted with tissue causing the anterior needle (likely) to strike a foot or calcium causing the reported mechanical jam. Therefore, it is likely the remaining observations are consistent with device manipulation to remove the device after the deployment attempt. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.